Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or suture pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a prostyle device using the pre-close technique via a 12f sheath hole prior to an endovascular aneurysm repair (evar) interventional procedure. The first prostyle device as successfully pre-placed. Reportedly, a suture break occurred with the second prostyle device and the knot was untied. The suture of a third prostyle device was successfully pre-placed. The evar procedure was completed using the 12f sheath. Hemostasis was achieved with the first and third pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.